Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a portion of the c-ring fell off into the pt's leg. A replacement unit was used to complete the procedure. The pt effects are unk. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the c-ring was broken in half. The other half and the scope wash tubing were received separate. The entire tubing was present and was straight. The device was bloody. Based upon the visual observations, the reported complaint for "c-ring fell off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).